Event description:
An unknown issue was reported. There was unknown patient involvement.

Manufacturer narrative:
Unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was performed. The device passed all functional testing. The reported issue is unknow and unable to verify; however, the damaged dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.